Event description:
This report is being filed for the mitraclip clip delivery system (cds (B)(4)) for chordal entanglement and increased mitral regurgitation resulting in surgery, constituting serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip ((B)(4)) was implanted without issue and the mr was reduced to 2. An additional clip ((B)(4)) was to be deployed lateral. The second clip was closed and lowered into the left ventricle (lv). During descent, slight resistance was observed, but nothing unusual was visible on the echocardiogram. There were no chordae structures visible. The descent was stopped, but the clip was stuck and could not be moved in any direction without force. It was still possible to open and close the clip and grippers. Pulling, pushing, rotating and curving were unsuccessful, and the clip remained stuck, still in central position. After 1 and a half hours trying to get the clip back into the atrium, it was decided to deploy the clip partially attached to the anterior leaflet, with no grasp on the posterior leaflet. Echocardiogram and fluoroscopy showed a stable position of both clips. The mr had increased to 3-4. There was no damage visible to the leaflets. It was noted that the increased mr could be due to the deployment of the clip without orientation to the line of coaptation (loc), causing the valve to be distorted. The patient was sent to mitral valve replacement surgery the same day to treat the increased mr, and to prevent a detachment or damage to the valve.

Manufacturer narrative:
(B)(4). Case description continued: the physician believes that there was some kind of structure of the chordae that led to the sticking situation at the central valve position. The patient was in clinically stable condition before, during and after the procedure, and on the way from the cath lab to the heart surgery. During the valve replacement surgery, it was noted that the first clip was in a very good and stable, central position. The second clip was lateral of the first clip. This second clip was turned inside and around the chordae and around the end of the muscle support attached to the anterior leaflet. The surgeon could not confirm whether the clip was entangled during normal immersion into the left ventricle or during recovery trails after it was stuck. The clips were explanted and the valve was completely replaced without any major problems. The patient is recovering. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, mitraclip (x1). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the clip becoming caught on the chordae may include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve). With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the device. Based on the information reviewed, the reported physical resistance during advancement and device entrapment/clip caught in chordae appear to be related to patient/procedural conditions. There is no evidence of a product deficiency associated with this device. The patient effect of worsening mr, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.